Event description:
It was reported that during a computerized tomography (CT) scan it was identified that the inflatable penile prosthesis (ipp) had a fluid loss. A replacement surgery was performed in which the cylinders and pump were removed and replaced but the reservoir was left in service due to trouble locating and removing it. During the procedure it was not possible to determine the origin of the leak. There were no patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the pump activation issue could affect the functionality of the device. Product analysis confirmed a device issue. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a large hole in the outer tube in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery; a leak was present. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 1 had degraded fabric threads in the cylinder body that was the result of wear at fold. Cylinder 1 was not pressure test due to that leak was identified. Cylinder 2 passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested; no visual damages were found upon inspection. The pump was functionally tested and failed the valve deactive state test. Due to sharp instrument damage was identified, product analysis was unable to confirm the reported allegation related to a fluid leak; however, product analysis concluded that identified pump failed valve activation test was the most probable cause of the reported events. Product analysis confirmed pump malfunction. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that during a computerized tomography (CT) scan it was identified that the inflatable penile prosthesis (ipp) had a fluid loss. A replacement surgery was performed in which the cylinders and pump were removed and replaced but the reservoir was left in service due to trouble locating and removing it. During the procedure it was not possible to determine the origin of the leak. There were no patient complications.